Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) inspected the device and found no faults. It was observed that the coupled doors failed to operate if the latches were not closed simultaneously. This behavior differed from other tower-coupled doors at the customers alternate facility. The service activity was postponed allowing further investigation into compatibility with newer latch revisions. At the time of the visit, the facility had implemented a successful workaround while awaiting additional information. The system functioned as intended after the field service engineer investigated this issue.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es auxiliary tower door was not connected and experienced repeated hardware failures. The issue involves two doors joined together, and the malfunction continues to occur despite previous attempts to resolve it. The customer indicated that this problem caused a delay in patient care. No adverse events or injuries were reported in relation to this incident.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the auxiliary tower door was not connected and experienced repeated hardware failures. The issue involves two doors joined together, and the malfunction continues to occur despite previous attempts to resolve it. The customer indicated that this problem caused a delay in patient care. No adverse events or injuries were reported in relation to this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.